Event description:
Report received of blood backing up the IV line into the IV solution bags. The pt was receiving an unspecified primary solution and two unspecified secondary IV piggyback antibiotics. The first ivpb antibiotic infused without incidence. When hanging the second piggyback, the medication rn flushed the ivpb tubing with the primary solution by squeezing the primary bag and forcing the primary solution up through the secondary (ivpb) tubing. When this piggyback was checked at an unspecified time, the rn reported that when she entered the room, she noted that blood was backing up from the pt all the way up into the IV piggyback bag. The customer stopped the pump and flushed the central line. The tubing with the blood back up was discarded. New tubing was hung with a new primary IV solution. At an unspecified time later, the pt notified the nurse that the primary bag was beginning to fill with blood. The nurse stopped the pump and flushed the central line. The tubing and IV solution were discarded, and new tubing and solution were hung. The pump was kept in clinical service. The pt's hemoglobin and hematocrit were checked and were reported as being "o.k.". The pt did not have any adverse effects. Though requested, no further information was available.